Event description:
It was reported that during an open cholecystectomy as the surgeon used the device to clip the vessels he viewed that the clips were not entirely closed. After repeated attempts, a second applier was opened. The case was completed with no patient consequence.